Event description:
The facility representative reported "defective batteries" during biomed testing. Details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention.